Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 1mls tub pdr1400 had a scale marking issue. The following informatoin was provided by the intiail reporter translated from spanish to english: "service reports that during the medication preparation process in the central mixing plant, 1 x 1cc syringe was identified without a measuring scale."

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, scale marking is missing on the syringe. Furthermore, a device history record review showed maintenance records related to the incident. Possible root cause is associated with misalignment of the pads in marking process. Adjustments were made, ink viscosity and pressure were checked, and pads were changed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.